Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the central regurgitation cannot be confirmed; the information available suggests the valve may have been slightly too aortic. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference mfgr report #2015691-2014-01995.

Event description:
During the transfemoral tavr procedure, the 23mm sapien xt valve was positioned in a 50:50 position across the aortic annulus; however, during deployment the valve shifted and landed 70:30 aortic/ventricular. Post deployment echocardiogram revealed moderate central ai and mild paravalvular leak (pvl). The decision was made to deploy a second valve. A second 23mm sapien xt valve was deployed in a 60:40 a/v position, lower than the first valve. A repeat echocardiogram confirmed no change to either the cai or pvl. A third valve was then deployed 40:60 a/v, 50% lower than the second valve, which reduced the central ai to none. The patient was noted to be in stable condition post procedure. The central ai of the second valve was attributed the 40:60 a/v position of the valve. The native annulus measured 22mm by tee. The native aortic valve was severely calcified. Additionally, both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment. This report pertains to the second valve deployed.